Event description:
It was reported that a user of the ilet with dexcom g7 experienced hyperglycemia, with a fingerstick blood glucose of 340 mg/dl shortly after a recent infusion set and cartridge change, and the agent instructed calibration with the fingerstick value, encouraged hydration, and advised a possible repeat supply change if glucose remained elevated. Investigation included technical support troubleshooting and user education. Further investigation of this case revealed no device malfunction reported and no confirmed product problem. There was no user reported symptoms associated with elevated blood glucose. Outcomes included no reported injury and no medical intervention beyond self-management and customer support guidance. It was concluded that, based on previously established findings for similar reports, the cause of the hyperglycemia was unclear and that the device was functioning as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.